Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection and review of the device's memory log noted no irregularities. The device passed pin gauge testing (ra, rv, df(+) and df(-) ports ) which is designed to verify proper port dimensions. Each port measured as expected. No electrogram noise or oversensing were created during manual bench testing. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this device was received at boston scientific's return products department. The device is undergoing laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The device and right ventricular (rv) defibrillation lead were exhibiting electrogram noise associated with oversensing, inappropriate antitachycardia pacing (atp) and shock therapies. Sensing, rv pace sense/rv shock impedances diagnostic measurements were all within normal ranges. The rv pacing thresholds were 3.5 volts at 0.5 ms. The physician elected to program tachycardia therapies off pending an rv defibrillation lead replacement. The physician plans to electively replace the device at that time. The patient was presented back to the electrophysiology (ep) laboratory. The chronic rv defibrillation lead was surgically capped and replaced. Additionally, the chronic device was explanted and replaced without incident. According to the field clinical representative, the hospital has retained the device. To date, the device has not been received at boston scientific's return product department.